Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" via ultrasound. Device remains implanted.

Event description:
Healthcare professional reported left side "rupture" via ultrasound. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture was received on september 24, 2025, with lot number 3270009. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6